Manufacturer narrative:
The device history record for the reported lot number: 30289786, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 01-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 15-may-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported, "during the procedure of placing a gastrostomy tube by percutaneous technique with mik introducer kit, there was a problem with the dilation system. The internal dilators got stuck in the peel away sheath. Trying to pull the system out to leave the sheath peel away, the tip of the telescopic system detached and remained in the patient's stomach... It was not possible to take a picture of the dilators embedded in the outer sheath because, in order to verify their presence, the sheath was peeled away, on the surgical table. The gastrostomy tube was placed due to the presence of the guide wire still in place." Additional information received 17-apr-2025 stating, "the tip has not been retrieved. At present, physicians have decided to wait for the tip to be naturally ejected. At the moment there has been no injury to our knowledge".